Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert. The device was found in back-up vvi mode. It was also noted that the patient had an unspecified scan performed the same day as the alert. A successful firmware download was performed to restore the device. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.